Event description:
It was reported that the tip of a cross support catheter detached during a left percutaneous nephrolithotomy. The healthcare provider reported the detached tip was removed in its entirety with a grasper from the left flank. The hcp further reported the procedure was successfully completed. There was no known impact or consequence to patient.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Despite repeated attempts by the manufacturer, no sample, no medical records and no images were returned for evaluation, therefore, the investigation is inconclusive. It is unk if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unk.

Manufacturer narrative:
Received medwatch form# (B)(4) on 06/29/2015. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.